Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, pump had low flows. Under transesophageal echocardiogram (tee), it was noted that device was in proper position. The cardiologist evaluated the situation and determined the patient needed a new pump. A new pump was successfully placed with great output. However as soon as the patient got back to the unit, the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.